Manufacturer narrative:
The investigation concluded that higher than expected vitros bhcg results were obtained from a non-vitros biorad level 1 (l1) quality control (qc) fluid using vitros immunodiagnostics product total b-hcg ii (bhcg) reagent on a vitros 5600 integrated system. The assignable cause for the higher than expected vitros bhcg results could not be determined with the information provided. There was no evidence to suggest a vitros 5600 integrated system malfunction; however, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. Additionally, based on historical vitros bhcg reagent lot 2170 qc results, there is no indication a reagent related issue contributed to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 2170. The assignable cause of the event could not be determined.

Event description:
A customer obtained higher than expected vitros bhcg results from a non-vitros biorad level 1 (l1) quality control (qc) fluid using vitros immunodiagnostics product total b-hcg ii (bhcg) reagent on a vitros 5600 integrated system. Br l1 qc fluid result of 18.7 and 14.56 miu/ml vs. Expected result of 3.71 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros bhcg results were obtained from a non-patient quality control fluid. However, the investigation could not rule out that patient samples were not, or would not be affected if the event was to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).